Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00 x 20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. It was then noted that stent deformation occurred and removed the device completely. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
D4 batch lot number updated. Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis without the stent. The balloon cones were reviewed, and signs of positive pressure applied to the cones were noted. Balloon folds are open, and crimp markings are visible on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00 x 20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. It was then noted that stent deformation occurred and removed the device completely. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.